Event description:
It was reported that prior to use the flat drain was found with an unpunched drain eye.

Manufacturer narrative:
The sample was returned for investigation. The reported problem was confirmed and determined to be a manufacturing related issue. A visual evaluation confirmed the third hole from the distal end of the flat drain was not perforated; and thus, totally occluded. In addition, two other perforations were found not completely punched with occlusions at 30 percent and 50 percent respectively. Lack of flow may indicate: all exudate has been removed. Wound drain is clogged and may require irrigation and aspiration (consult physician). Auxiliary wall suction pressure is above 210mm hg. Deflated balloon: check all connections for air leak and wound tube perforations for exposure above the skin. If still deflated, replace evacuator".